Event description:
As reported, customer requested repair for leakage. The issue encountered after ebus needle aspiration procedure. There is no impact on the procedure, no delay or extension. The procedure was completed with the same instrument, no harm/injury or infection on the patient. Device evaluation found the distal end has loosened and a foreign material has entered the gap. Foreign material falling off from the channel. Foreign material found on light guide cover lens. This report is being submitted for foreign materials found on distal end and light guide cover lens.

Manufacturer narrative:
Device evaluation found the distal end has loosened and a foreign material has entered the gap. Foreign material falling off from the channel. In addition, leak was observed on the biopsy channel. The customer reported "leakage" issue was confirmed. Furthermore, additional findings on the device upon inspection were noted below: insertion part: distal end, forceps port, incised. Insertion part: distal end, deformed. Insertion part: probe unit, acoustic lens, damaged. Insertion part: probe unit, damaged. Insertion part: a-rubber, porous. Control unit: grip unit, broken. Control unit: ks-mouthpiece, corroded. Connector: el-connector unit, olycontact pin, dirty. Connector: seat holder unit, corroded. Control unit: wire stopper, angulation - less or specified value. Insertion part: distal end, balloon of water channel, clogged. Insertion part: image guide bundle -image stains (humid/fiber breakings/spider webs). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was estimated that foreign matter has adhered to the gap due to the loosening of the tip. Regarding loosening of the tip, since multiple damages were confirmed at the tip, it is possible that an external force was applied to the tip, but the cause could not be identified. The instruction manual identifies the following related verbiage which could help prevent the phenomenon: ¿do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 17-dec-2021.investigation activities have been opened to manage the actions related to this report and any required MDR reporting.